Event description:
It was reported that bd max¿ system, bd max¿ instrument errors resulted in false positives on patient samples. No patient impact was reported. The following information was provided by the initial reporter: were there false positives on patient samples? Yes, but they were all repeated as we confirm positive results with only one gene positive.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "environmental contamination". Customer reported n1 amplicon contamination. Customer cleaned instrument 7 or 8 times, but the contamination persists. Service advised the customer to locate the ¿hot¿ spots by running an extended em, then clean these areas and run the extended ems again. Customer responded their ems were clean and their extended ems were also clean. Service reviewed the database and logs from the customer. Service was dispatched to adjust the alignment, post intervention the issue was resolved. This complaint is a confirmed failure of the instrument based on the service investigation. The root cause is attributed to misalignment. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint is unconfirmed. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument errors resulted in false positives on patient samples. No patient impact was reported. The following information was provided by the initial reporter: were there false positives on patient samples? Yes, but they were all repeated as we confirm positive results with only one gene positive.

Manufacturer narrative:
PMA/510k: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.